Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump button was not pressed for 3 minutes or longer. Customer states that insulin pump had stuck button alarm. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The product will be returned for analysis.